Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit would not turn on. It is unknown under which circumstances this event occurred or if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer evaluated the iabp and discovered water damage due to user error. The repair of the iabp is ongoing a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse found water on multiple boards. The fse replaced the pneumatic module assembly (0997-00-1178), pneumatics interface board (0670-00-1167), and the power management board (0670-00-1162). The fse performed a full calibration and tested the unit. The unit worked to the manufacturer¿s specs. The iabp was cleared for clinical use and returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit would not turn on.